Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the collimator was sticking and would not cone out. This issue rendered the system unusable. There is no report of pt injury associated with this event.